Event description:
Pt came to cath lab for removal of pacemaker pulse generator; removal of atrial and ventricular leads due to pacemaker battery depletion and lead revision due to exit block on her atrial lead. During the process of removing leads, the distal atrial electrode fractured and became imbedded in distal right pulmonary artery. Attempt at snaring fragment was unsuccessful.